Event description:
It was reported that a thrombus occurred. A watchman access system (was) double curve and a 21mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During interrogation of the device, a thrombus was noted to the distal tip of the was via echocardiogram. At this time, the device met criteria and was released. The physician aspirated blood out of the was and the clot was no longer visualized. No change in patient neurological status was noted. The patient is stable and did great overnight.